Event description:
Boston scientific received info that the pt with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to t-wave oversensing. Subsequently a different sensing vector was chosen. No adverse pt effects were reported. More recently the pt received another inappropriate shock. Boston scientific technical services (ts) reviewed the data. In the first episode, the signal was very small and double counting was noted; the impedence was 60 ohms. For the second, more recently treated episode, the signal appeared somewhat noisy with both some undersensing and oversensing observed, there is varying morphology with t-waves getting bigger and smaller which lead to some t-waves oversensing; the impedance was 101 ohms. It was suggested that x-rays be performed to evaluate system position and additional eval considerations were reviewed. Further info was obtained that pt was seen in follow-up and x-rays were performed which show the device system in a optimal position and unchanged from implant. No additional episodes had been recorded. No programming changes were made because auto setup chose the same sensing vector the device was already programmed at. It was noted that there was pain at the site, and the physician felt a fluid-filled pocket near the posterior side of the device. The physician felt there may be a fluid filled cyst in the pocket, and was not concerned with infection at this time. The pt will be seen again in six months to see if it has reabsorbed. No adverse pt effects were reported.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.